Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested and a power on self-test was performed. The cause of the force sensing resistors (fsrs) being out of specification is unknown. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have force sensing resistors (fsrs) out of specification. No additional information is available.